Event description:
A re-intervention was performed on a pt whose renal artery had been kinked-off from a zenith fenestrated aaa endovascular graft that was implanted in (B)(6) 2014. The pt's renal artery was kinked-off which necessitated an additional procedure 8 months later.

Manufacturer narrative:
Eval: unk because investigation is still in progress.